Event description:
Reportedly, after troubleshooting with patient, the monitor (in warranty) was replaced by another one. The new monitor was installed with success.

Manufacturer narrative:
Upon reception, the subject home monitor (s/n (B)(6) does not work and is unable to pair with our ICD functioning demo and with the back office. It remains locked in a non-functioning loop. Expert data were extracted: there are 2 dates of pairing attempts: - 29 august 2024 - 2 september 2024 between these two dates, the subject home monitor was disconnected from the power. 29 august 2024 (thursday): - at 8h41, the pairing was initiated and 3 icds were detected ¿ the home monitor was not able to pair. Did this pairing occurred in the center with several patients all around? - at 8h43, the home monitor scanned again and found 2 ICD (2 from the 3 at 8h41) the home monitor was not able to pair. - at 8h44, the home monitor scanned again and couldn¿t find any ICD the home monitor was not able to pair. - at 8h46, the home monitor scanned again and found 3 ICD (2 from the 3 at 8h41 / 1 from the 2 at 8h43 + one new) the home monitor was not able to pair. Pairing could not take place since at each scan of the home monitor there were too many devices or no devices. 2 september 2024 (monday): - the pairing was initiated and 1 ICD was detected (one of the icds from 29 aug) was this try performed at patient¿s home? - then the home monitor tried to connect with the back office and was not successful for several hypothesis o no network o or bad hardware connection (antenna or sim card). This can be intermittent. O the home monitor is defective. ¿ the home monitor cannot pair for one of the above reasons. Warranty will be applied. The root cause could not be determined. The case is retained for trending purposes.

Event description:
Reportedly, after troubleshooting with patient, the monitor (in warranty) was replaced by another one. The new monitor was installed with success.